Event description:
Overdelivery reported. The pump was set to deliver a magnesium sulfate drip 40g in 1000cc of lr at 50cc/hr. When the pt got up to use the bathroom, the pump was unplugged. The nurse states that the pump started beeping, a series of small beeps, then a long beep. As the pump was still sounding the long beep, the nurse plugged in the pump. It was noted at an unspecified time later that the pump was running at 150cc/hr. The pt's magnesium level was approximately 6mg/dl in the morning before the incident. After the incident, the magensium level was 7.2 or 7.4mg/dl. Pt displayed no signs or symptoms of mg toxicity, no pt harm reported.